Event description:
Doctor reported that file fractured approximately 4mm from apex. File retrieval is expected to be attempted during follow-up visit. There was no report of patient injury.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr., dated 03/08/02 and 10/22/02) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. Product was not returned and lot number is not known for retained-product testing and/or DHR review. Therefore, no further testing is possible. Patient follow-up information will be provided if it becomes available.